Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed that the syringe looked "dirty." Was not used on patient, no harm done. The entire kit was removed and a new kit was opened to begin the case.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section- b5 narrative, h6 patient codes. The device was returned to the factory for evaluation on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. The device was returned inside the packaging box. The packaging box was opened. The device was observed to be inside the plastic protective shell with the plastic cover not returned for evaluation. The outer plastic protective shell was also not returned for evaluation. The harvesting device was observed to be inserted into the cannula. There were no visual defects observed on either the harvesting handle or the cannula. The syringe was observed to be attached to the scope wash tubing with liquid inside the syringe. There were no discolorations on the syringe. The other syringe was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "contamination/decontamination problem" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25152560history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and they noticed that the syringe looked "dirty." The entire kit was removed and a new kit was opened to begin the case. No patient involvement.